Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to pacing impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and provided troubleshooting options. This patient was seen in clinic and noise oversensing was noted, as well as pacing inhibition greater than two seconds. Ts stated this is likely related to a lead anomaly. Ts suggested to have the patient performed a patient-initiated interrogation (pii) until schedule for a replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.